Event description:
Customer reported a past low blood glucose event with an unknown specific value, indicated as "low," causing them to lose consciousness and sustain injuries, including busted knuckles and a seizure. Paramedics provided intravenous fluids to address the decreased bg. The customer was advised by technical support to consult a healthcare provider to discuss potential factors affecting blood glucose levels.